Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter started giving blood glucose results in mg/dl instead of mmol/dl. No decisions to treat were reportedly made on the alleged faulty meter. The device will be returned for evaluation.